Event description:
Broken screw stuck in dental implant. Fragment of screw could not be removed. The implant needed to be explanted.

Manufacturer narrative:
Broken screw stuck in dental implant. Fragment of screw could not be removed. The implant needed to explanted. No product problem detected. Collateral damage. Dentist should have consulted instruction for use to prevent this from happen.